Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the needle lengths for two identical loading plans were different. The seed loading was correct however, the first 1-10 needles appeared longer due to additional spacers.

Event description:
It was reported that the needle lengths for two identical loading plans were different. The seed loading was correct however, the first 1-10 needles appeared longer due to additional spacers.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. An actual sample was not returned; however, pictures of the affected strands were provided by the customer,. The image showed the strand from needle 11 and needle 4. Based on the loading plan, the strands should be identical; however, the strand from needle 4 had an extra trailing link. The product code included with this complaint does not have an associated lot number; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. The preloaded needles arrive ready for use: needles are preloaded, presterilized and preassayed. 2. An autoradiograph image of the loaded needles is provided with each order for visual verification of the loading pattern. 3. The tray containing the preloaded needles should be opened using sterile technique. 4. The needle assemblies should be removed from the needle card, and the stylet retainer removed by grasping the tab and gently pulling. 5. Prior to performing the procedure, verify that the loaded needle components have not prematurely dislodged from the needle."